Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer "catheter fracture" 4fr power PICC tls sku7274118 lot regx1065, a few centimeters after the reverse tape, problem is noticed after infusion of medications and exit through the fracture site. We had with the power PICC catheter 4f ref 7274118 implanted on the date of (B)(6) 2024, there was leaking / perforation between the butterfly and catheter on (B)(6) 2024. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4fr dual lumen powerpicc catheter with two needleless injection caps. No obvious use residue was observed on the catheter; however, some of the product information appeared to be worn off. Additionally, yellow discoloration was observed on the catheter shaft. An attempt to flush the catheter with water using a 12ml syringe revealed a leak between the catheter shaft and the molded joint. Microscopic inspection of the leak site revealed two small holes separated by a plastic strand. Material discoloration was observed in the corners of the holes. The exact cause of the damage could not be determined. However, repetitive mechanical stress or exposure to chemicals may have been contributing factors. The damage location suggested that catheter securement, access and maintenance techniques may have also contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "catheter fracture" 4fr power PICC tls sku7274118 lot regx1065, a few centimeters after the reverse tape, problem is noticed after infusion of medications and exit through the fracture site. We had with the power PICC catheter 4f ref 7274118 implanted on the date of (B)(6) 2024, there was leaking/perforation between the butterfly and catheter on (B)(6) 2024. No other information was provided.